Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to medwatch as the complaint was received via user report. If a product is returned this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported the adc freestyle libre sensor "did not" attach to the "back of their arm" and the "sensor pack came off and the needle caused bleeding". There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.